Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. The right ventricular lead exhibited decreased r waves and had dislodged. On 06/12/15 the lead was successfully repositioned.

Manufacturer narrative:
(B)(4).